Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/53 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: minimally invasive surgery improves outcome of left ventricular assist device surgery in cardiogenic shock. Journal of thoracic disease, 2018 jun 01; 10(15):s1696-s1702. Doi:10.21037/jtd.2018.01.27 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and using minimally-invasive surgical techniques to improve outcomes . Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients on vad support who experienced right heart failure requiring extracorporeal membrane oxygenation (ECMO) and right vad implantation, bleeding requiring re-do surgeries and blood transfusions, renal failure requiring dialysis, respiratory failure, sepsis and pump thrombosis. The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of sterility certificate could not be performed since the serial number of the device is unknown. The reported events cannot be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.